Event description:
Pt underwent total knee arthroplasty in 2003. Follow-up radiographs indicated that the locking bar component had backed out of the tibial groove. Revision surgery performed in 2006.